Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Consumer reported complaint for low blood glucose test results to compare to another brand device. The customer is concerned with tests results from meter to meter comparison of test result reported using truemetrix meter of 225 mg/dl and the test result reported using another brand device of 300 mg/dl. The customer's expected fasting blood glucose test result range is 160 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 225 mg/dl and 194 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/13/2019 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for low blood glucose test results to compare to another brand device. The customer is concerned with tests results from meter to meter comparison of test result reported using truemetrix meter of 225 mg/dl and the test result reported using another brand device of 300 mg/dl. The customer's expected fasting blood glucose test result range is 160 - 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 225 mg/dl and 194 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/13/2019 and open vial date was undisclosed. The meter memory was reviewed for previous test result history: (B)(6).